Event description:
It was reported that balloon rupture occurred. A 2.00mm x 8mm emerge balloon catheter was advanced for use. However, during the procedure, the balloon burst. No information if the procedure was completed. The patient status was stable post-procedure.